Manufacturer narrative:
The pump alarmed compromised force sensor system during basic test due to loose protruded drive support disk. The occlusion, prime, excessive no delivery test, were unable to be conducted due to compromised force sensor alarm. The pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm on their insulin pump. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the drive support cap was noted to be protruded. The customer was advised the pump would have to be replaced and returned for analysis.